Event description:
It was reported that when an asymptomatic patient presented in for a routine follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a real-time egms programming changes were made and device remains implanted.